Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "paddle fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: zoll medical corporation evaluated the device and the reported malfunction of paddle fault was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, and full paddle functionality testing without duplicating the malfunction. Review of the error logs did not find evidence to support the reported event. The device was evaluated for the reported malfunction of defib pacer device failure message was observed; however not duplicated. A system interconnect flex cable was reseated as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "paddle fault" and "defib pacer device failure " messages. Complainant indicated that there was no patient involvement in the reported malfunction.